Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.

Event description:
Related manufacturer report number: 2017865-2023-13712. The patient presented in the emergency room after episodes of inappropriate shock. High voltage therapy was temporarily programmed off, and the patient was admitted to the hospital. X-ray imaging was performed and revealed the right ventricular (rv) and right atrial (ra) leads had become dislodged due to twiddler's syndrome. A revision procedure was performed, however, the leads could not be successfully repositioned as the helixes would not extend. The rv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition.